Event description:
The user facility reported that during a patient procedure their harmony iq 3600 or integration system image and video capture buttons stopped working; there was no patient impact. The system was rebooted resulting in an approximately 5-minute procedure delay, and the procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris surgical technician arrived onsite to inspect the harmony iq 3600 or integration system and was able to duplicate the reported event. The technician rebooted the system, tested the unit, confirmed it to be operating according to specification and returned it to service. A 12-month complaint review indicates this to be an isolated event. No additional issues have been reported.